Event description:
It was reported that the plunger overrode the preloaded intraocular lens (iol) during implantation. A back up iol was implanted without difficulties. Further information received confirmed that the crack in the cartridge was in the tip area and that the cartridge tip was in contact with the patient. No further information was provided.

Manufacturer narrative:
Per EU regulation (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Returned to manufacturer on: 08 february 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received inside of plastic bag. The complaint handpiece presented with cartridge tip and cartridge damage, a broken lens module, an overridden and stuck lens, and plunger rod issues. The complaint issue was confirmed, but could not be confirmed to be related to manufacturing and no product deficiency could be identified. Furthermore, the cartridge tip damage observed is consistent with a device that had been dropped. The complaint issue could be attributed to excessive force and inadequate ophthalmic viscoelastic device (ovd) usage during loading and insertion based on the return condition of the device. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.